Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, implanted: (B)(6) 2021, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding patient programmer. It was reported that they were having trouble with the ptm. The patient stated that they connected to the pump and the handset will lag at 91% for a long time. She boluses 6 times a day. The agent reviewed data and how to delete the data. The patient was then able to connect to the pump quickly. The patient will call back if she needs further assistance.